Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2019-02843. Reference MFR. Report# 1627487-2019-02842. It was reported the patient experienced ineffective stimulation due to lead migration. System diagnostics revealed high impedances on contacts 9 and 10. Reprogramming was tried to no avail. As a result, the patient underwent surgical intervention wherein the scs system was explanted and replaced which resolved the issue.

Event description:
Device 1 of 3 . Reference MFR. Report# 1627487-2019-02843. Reference MFR. Report# 1627487-2019-02842.